Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition or the surgical procedure.

Manufacturer narrative:
Pending investigation. Concomitants: 320-42-10 - 145-deg pe 42mm const hum liner +0, 7288449, 322-10-05 - humeral adapter tray, +5, b017968, 320-15-05 - eq rev locking screw, b025788, 320-20-00 - eq reverse torque defining screw kit, b070010, 320-08-42 - glenosphere exp 42mm +4mm offset, b125009.

Event description:
As reported, approximately 4 weeks post the initial left total shoulder arthroplasty (tsa), the patient was revised due to infection. The patient was revised to the same sizes as those that were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.